Manufacturer narrative:
Technician found that the head up valve guide tube was bad. Replaced the guide tube to resolve this issue.

Event description:
Complaint alleged that the head of bed would not go up.